Manufacturer narrative:
Continued concomitant medical products: 5076-58 lead implanted: (B)(6) 2016.

Event description:
It was reported that the patient was having discomfort with the implantable cardioverter defibrillator (ICD) and hears an audible tone from the device. The patient was admitted to the hospital. A follow up with the patient¿s healthcare provider yielded that the right ventricular (rv) lead had an abrupt rise in lead impedance, a decrease in sensed amplitudes, multiple sensing integrity counter (sic) episodes, and clear findings of lead noise with pocket manipulation. The rv lead was found to have no capture and was suspect of a fracture. The rv lead was programmed off until lead revision. During lead revision, the lead helix screw could not be unscrewed. The physician felt no torque while unscrewing. The lead was extracted and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.